Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the patient presented to cardiovascular operating room (cvor) for a full system extraction due to vegetation on the lead. No additional adverse patient effects were reported. The rv lead was explanted.